Event description:
In (B)(6) 2014 I had the essure coils put in place instead of the traditional route of getting my tubes tied. Within the past year I have experienced extreme lower abdominal pain. Major bloating, an increase in migraines, trouble passing bowels. This is just to name a few. After speaking with my doctor it was determined that the best option was to remove the devices which meant to remove my entire fallopian tubes as well as screen the uterus for any pieces that may have come out of contact. During the surgery they found that I had developed endometriosis. This is something I know I didn't have before the devices were put into place.